Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05475 and 0001822565-2017-05474. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately four years post-implantation due to pain, liner fracture, limited mobility, necrotic tissue, metal wear and metallosis. During the procedure, the poly liner was noted to have fragmented into several pieces and the main portion of the liner had rotated in the acetabulum so that the metal head was now articulating on the metal wall of the cup. Soft tissue around the cup and stem was debrided. The cup, liner and head were removed. No further information has been provided.